Event description:
This lead was noted due to an infection and off label explant. A call placed to technical services states that system was extracted yesterday, using antibiotic pouch, but pocket was eroding. Patient is dependent. A temporary wire was inserted. No other symptoms noted. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).